Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit cut a full thickness wound which caused a harm/injury to the patient and there was a delay of unknown time. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the control bar was loose, and not in the correct position. Calibration was out at the 0 readings. Control lever torque was 5. Spring seal was gauged. Spring pin was not seated. Ball plunger was not in the correct position. There were worn and damaged components. The control bar was adjusted. The motor, hinge throttle gasket, bearings, lever, ball plunger, spring pin, spring, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.